Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. It is unknown if the customer was wearing the insulin pump during the incident. No further information was provided. Troubleshooting was not completed. The customer was also getting highs. The caller also wanted a replacement belt clip. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.